Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) unit kept shutting down and restarting. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue has power is turned off and reproducibility was confirmed several times through long-term intermittent running. The fse updated without repair and replacement performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.